Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient's atrial lead had became dislodged. The physician attempted to reposition the lead; however, the lead would not bend and seat as expected. The lead was extracted and replaced successfully on (B)(6) 2017. Patient was stable and will continue to be monitored.